Event description:
It was reported that this pacemaker was programmed to MRI protection mode at doo 85. The health care professional (hcp) called technical services again to report the patient felt pain due to the programming for MRI scans. The patient's rhythm after exiting MRI protection mode was atrial fibrillation (af) with rapid ventricular response (rvr), with a ventricular rate of 100-130 bpm. Technical services recommending discussing the patient with cardiology about the rhythm/rate change and pain when the device is programmed to MRI protection mode. No additional adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.